Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management, for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, a very small amount of prime solution leaked from the pump head. *no patient involvement as this occurred during prime. *product was changed out. *procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. Conclusions not yet available - evaluation in progress.